Manufacturer narrative:
Concomitant medical products: product ID: dtmb1d4 crt-d, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead intermittent undersensing on stored atrial tachycardia/atrial fibrillation (at/af) episodes, some causing false termination of episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.